Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Insulin pump received without the original belt clip. No damage on belt clip slot noted.

Event description:
It was reported that the customer's insulin pump was scratched and the screen was cracked. Customer's blood glucose was 107 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.